Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The caller stated that the customer was vomiting, dehydrated and spilling large ketones at the time of her admission. The mother stated that the customer was released and wanted to return the insulin pump as customer will not be using for a while. Attempted to troubleshoot, but the caller was unable to troubleshoot at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.